Manufacturer narrative:
The device was returned and analyzed as part of the (B)(6) study. This supplemental report is late information received from the (B)(6) study, which was reported as expected to the ps studies program, but inadvertently not recognized as 803 reportable until after the close of the study. According to the study: no failure mode was identified. Additionally, evidence was found of osteolysis at the insertion site of the screws in the mandibular component, causing the loosening of the screws and eventual explantation. This is report 2 of 2 for the same event. Report 1 of 2 is reported on MFR #1032347-2010-00041-1.

Event description:
The right fossa was removed due to screws loosening.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a known lot number, review of the manufacturing records cannot be performed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.